Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported issue. During servicing, fse confirmed the error in the error log and when trying to perform an all set home, the test cup pickup gave the error message. Fse replaced the test cup pick up assembly and performed adjustments. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4151] c.trans-z home detect error: cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the 4151 c-trans z-home detect error has not yet been determined. The investigation is in progress.

Event description:
A customer reported 4151 c trans-z home detect error messages with the aia-900 instrument. The customer tried to perform an "all set home" but noticed the cup pickup mechanism was jerking like it was trying to move but it did not move. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.